Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary retention and has some fecal issues. It was reported that the reason for call was caller requested assistance with interrogating ins with 8840. Patient stated they hadn't been seen in office for a few years and last appointment was in january. Caller stated that physician requested interrogation to check system since it hadn't been checked in a while. Patient didn't note any therapy issues but discovered ins was off (using 3037) when they came into office and turned it on at program 4 at 1.3v and patient is feeling pulsations comfortably, mainly in rectum. Hcp was walked through successful sync and connecting with ins. Electrode impedances were all around 516-535 ohms, except for 0-3 pair which was less than 50 ohms. Caller reported the following for the patient's pro gramming: program 2, contacts 1-3, 544 ohms, program 3, contacts 0-2, 535 ohms, program 4, contacts 1-2, 603 ohms. All programs showed status as ok, with longevity of 120 months. Patient was implanted in 2017 and stated that program 1 never worked but currently, program 1 wasn't set up with programming. Caller decided to not make any program changes and successfully ended session. It was suggested to have patient use program 4 for a few days and monitor symptoms and if needed, increase amplitude or change programs. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.